Manufacturer narrative:
The company service representative examined the system but was unable to replicate any issue related to the reported events. The company service representative replaced the u/s diathermy module as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on february 24, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract/vitrectomy case, the phacoemulsification settings loses power (phacoemulsification drops to zero) and goes to short bursts of cutting. The cutter does not open during the vitrectomy portion of the case. Aspiration was present. The case was completed using the same system. There was no patient harm.